Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received cracks on reservoir ring and battery compartment. The customer's blood glucose was unknown at the time of incident. Customer was unable to lock into place because of the cracks. Troubleshooting was performed for cosmetic damage. The device will be returned for analysis.